Event description:
The customer's daughter reported that in 2009, the customer's blood glucose meter did not turn on when the button was pressed and when a test strip was inserted into the port. The following month, the customer reportedly lost consciousness, as the customer was unable to check their blood glucose. It was reported the paramedics were called and gave to the customer glucose, coke and peanut butter. The customer was not reportedly transported to a hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.